Event description:
The patient reported to be having high blood glucose (bg) levels while on the pod. The specific levels were not disclosed. The patient has been on the pod since (B)(6) 2026 and has reported difficulties controlling their bg levels versus doing injections. The patient was scheduled to meet for assistance with settings in their controller on (B)(6) 2026, but that afternoon they were admitted to the hospital with an infected diabetic ulcer and would not be able to make their dr appointment and refresher training. The patient stated that the reason for seeking medical attention was not related to the omnipod product. The patient reported they were admitted to the hospital on (B)(6) 2026 after being seen at the wound clinic for an infected ulcer and is now having a bypass surgery on their leg on (B)(6) 2026. The patient¿s treatment included angiogram, and bypass surgery. The patient reported that they plan to be discharged at the end of the week. There were no further details provided related to this event. If further information is received, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ulcer. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.